Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm noted during testing. Moisture damage was found on the motor during visual inspection. Pump received with scratched case. Pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.